Manufacturer narrative:
The employee using the cidex opa solution was not wearing the recommended eye protection at the time of the reported event. The instructions for use includes a precaution reading, "when disinfecting devices, use gloves of appropriate type and length, eye protection and fluid resistant gowns." Asp has concluded that user error caused the reported event. This info was communicated to the customer. Event date: end of b)(6) 2004. (B)(4).

Event description:
It was reported by a urology center that an employee splashed cidex opa solution in her eye about two months ago. The employee had the eye flushed with sterile water.